Event description:
Surgeon reported treating pt with ascend implant complication. The actual complication/event is unk. This report is being filed based upon the surgeon providing the product name. No further information on the event has been received.